Manufacturer narrative:
E: (B)(6). (B)(6) italy (B)(6). +(B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator shutdown after power on. The device was reported to be in clinical use. There was no harm or other patient. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the device gave an acoustic alarm at power on and then turned off without giving an error message. The bme reported this issue occurs on both battery and alternating current (ac) power. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the power management (pm) printed circuit board assembly (pcba) and battery to resolve the issue. The device was verified as operational with testing and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.